Manufacturer narrative:
Concomitant products: product ID: 3389-28, lot# 0209059874, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-28, lot# 0209238231, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively the patient had an infection at the neurostimulator site. There was a moderate inflammatory reaction at the neurostimulator site with pain, without flow. Examination was done on (B)(6) 2015 and laboratory testing on (B)(6) 2015 indicated abnormal; staphylococcus aureus. Actions taken included in-patient hospitalization and administration of medications in the form of rifadine and oflocet on (B)(6) 2015. The event was resolved. No surgical intervention was done or planned. The event was procedure related. Patient's medical history included parkinson's disease.